Event description:
In 2009, the lay user/patient in a foreign country alleged the one touch ultra meter read inaccurately high. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the patient. The patient said he obtained a reading of 566 mg/dl around 9:54 pm. He said he took 30 units of insulin at that time instead of 18 units prescribed by his doctor. The patient takes an insulin mixture called normal insulin and insulman combination 25%. His doctor prescribed 22 units in the morning and 18 units in the evening regardless of the meter result. He explained that he took additional insulin at this time because he was "scared" of the result. He said that during the morning hours around 4 am in the next day, he woke up with blurry vision, confusion, dizziness, coldness, sweatiness and lost consciousness. His wife gave him some homemade cake and called emergency services, which tested him with their meter and allegedly obtained a result of 40 mg/dl. A result in the patient's meter's memory shows a result of 422 mg/dl at 3:56 am. He said he regained consciousness before the emergency services staff arrived and could explain in detail whatever the emergency team needed to know. The emergency services allegedly drove the patient to the hospital where he was tested again and was given an IV drip containing glucose. He said he felt better about 15 minutes after beginning the drip. It was determined during the troubleshooting telephone call the unit of measurement was set correctly at the time of testing. The test strips were expired. This complaint is being reported because the patient alleged the meter was reading inaccurately high, took additional insulin based on the result, and developed symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.